Event description:
A passeo-18 balloon catheter was selected for treatment of the peroneal artery. The device was inserted and during inflation the balloon ruptured. During withdrawal the inner shaft of the balloon fractured. The ruptured balloon remained in the artery together with the inner shaft. A stent was advanced, and the distal fractured part of the balloon catheter was adapted to the vessel wall with a stent. There was only minimal flow in the peroneal artery. However, the procedure was stopped at this point.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The instrument was returned fractured in two parts. The distal fragment was not returned. The proximal fragment has a length of about 136.2 cm. The balloon has burst in transversal direction about 24 mm distal to the proximal balloon weld. Microscopic inspection revealed scratches on the balloon surface in close vicinity to the tearing edge. The inner shaft has fractured just distal to the proximal balloon weld. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a pressure test and a helium leak test. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The findings indicate that the balloon most likely burst due to anatomical/procedural factors. The instrument most likely fractured consequently during withdrawal due to tensile overload.